Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that while placing a bravo-ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off in the pt's mouth. It was noted that the capsule trocar needle did not advance. No serious injury to the pt was reported.